Event description:
Date of event is unk. Coopervision was made aware on (B)(4) 2013 by voicemail from the pt, who after wearing and sleeping in lenses for two continuous weeks, which are approved for daily wear, awoke with red and painful eyes. Removal of the lenses was difficult. The pt self-assessed allergies and purchased unidentified otc drops described as used for pink eye. Following that, the pt relates seeing an eye care practitioner (ecp) regarding complaints of oxygen deprivation, light sensitivity, itching and red eye and being prescribed tobradex and contact lens rest. The pt further related having sustained corneal scratches and the presence of white blood cells. This event is reported in an abundance of caution because a medical diagnosis from an ecp has not been received. Resolution of the condition is unk. The lenses were not returned.

Manufacturer narrative:
The patient's age is (B)(6). On 23dec2013 additional medical information was received from the eye care practitioner. The diagnosis is superficial punctate keratopathy (spk), grade 2 right eye. The condition is noted as fully resolved. There is no permanent impairment of eye function or damage to body structure. No medical treatment to preclude permanent impairment of eye function or damage to body structure. There was a temporary decrease in visual acuity and corneal abrasions. The lens was returned on 27dec2013 with no defect found.

Manufacturer narrative:
The lens has not been returned for eval. The association between coopervision lenses and the incident is unconfirmed.